Manufacturer narrative:
Concomitant product: 5867-3m, lead cap, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead had high thresholds with intermittent capture. The ra lead was capped and new lead was implanted. It was further reported that the new ra lead had intermittent capture. The new ra lead was removed along with the previously capped ra lead and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.